Event description:
A senior registrar reported that since one year, the expected powers calculated according to formulas were not received for several patients. According to the reporter, the lenses did not hold their power. The reporter indicated as an example that for a -0.5d correction based on calculations for a +0.5d refraction the postoperative result was -3.0d. Directions for use were followed according to the reporter. Attempts have been obtained additional information. The reporter is unwilling to provide further information. This is one of two medical device reports being filed for the same facility.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. The reporter is unwilling to provide further information. (B)(4).